Event description:
Apparently healthy pt presented to a hosp with complaints of shoulder pain and progressive dyspnea. Pt was transferred to a larger area hosp on the same day and ultimately transferred to reporting facility with an mi, pulmonary infarct, and cardiogenic shock requiring an intra-aoritc balloon pump and mechanical ventilation. It was felt that this pt needed the services which this facility was able to offer, i.e., cardiac transplantation service and advanced care of pts with severe heart failure with ventricular assist devices. This unfortunate man had been very critically ill since admission. Pt was taken to surgery for implantation of an lvad and a CABG x 1. Three days later pt remained very critical. About noon, the pt suddenly deteriorated and the surgeons opened the chest in the cardiac intensive care unit. They found that the assist device had come apart at the connection between the parts sewn into the left ventricle and the inflow line. Per the progess noted written per surgeon, "disruption of apical ring and inflow cannula seen. Large air embolus. No chance for salvage. Suture and plastic bands x 2 in place." The problematic areas seems to be the bands that are applied at the connection. Surgeons have stated that this is not a device failure.